Manufacturer narrative:
Added: d3, g1. Corrected: h3. The reported optical sensor system error message was due to a contaminated optical connector.

Manufacturer narrative:
D6a and d6b should have been left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in an 82-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of prior coronary artery bypass grafting (CABG) and known coronary artery disease (cad). After priming the purge cassette and connecting the white cable, an ¿optical sensor system error¿ alarm was noted. The team followed the troubleshooting prompts without resolution, and the aic was exchanged. The impella was then prepped and primed without error using the replacement console. The original aic was sent for maintenance. The patient later expired while on support. The reported events include placement signal issue and death. The death is conservatively being reported to the impella cp; however, the device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical clinical condition, as they presented in scai shock stage d.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.